Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. The oversensing was noted on a stored electrocardiogram. The device remained implanted and would be monitored. No further information could be obtained.